Event description:
Home pregnancy test kit giving multiple false positives. Consumer has been trying to get pregnant for 5 years and belongs to a national organization on infertility. Has taken about 8 home tests over an extended period of time and received false positives. Through an internet chat room found over 500 incidences the same. Product should be taken off market. Does not list amount of pregnancy hormone it detects; called MFR and told they do not give out that info. Brochure reads: test 4 days earlier than other tests (other tests allow for the first missed period). The consumer called the firm to find out whether this was true and was told that they didn't recommend testing prior to 18 to 21 days after ovulation as the consumer may get a false negative. The firm will not give the level of detection for hcg. The consumer was not on any of the interfering medications which would cause a false positive result. The pt was on synthorid at the time. The pt stated that they consider the firm to be using false advertising.